Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) that their communicator displayed a red call doctor (rcd) icon. An internal review of the latitude remote patient monitoring system showed an alert battery depletion (bd) alert had been recorded on (B)(6) 2025. The patient has been referred to their health care professional (hcp) for follow-up. No additional information has been provided to date, and no adverse patient effects were reported. The patient's s-ICD remains in service.